Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist in japan, during a right transfemoral transcatheter aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, resistance advancing the delivery system was experienced and the distal tip of the 16f esheath+ (esp) was torn. There was no resistance during esp insertion. After inserting the delivery system, resistance was noted when the balloon passed through the distal tip of the esp, when the valve passed through the distal tip of the esp, and when the pusher (flex tip) passed through the distal tip of esp. After deploying the valve and removing devices, a torn distal tip was observed on the esp. According to the physician, since resistance was noted during these steps, it was believed that sheath distal tip damage occurred when the delivery system passed through the distal tip of the esp. There were no difficulties during delivery system withdrawal or esp removal. No patient injury was reported, and the patient remained in stable condition post-procedure. The perceived root cause could not be determined. This facility strongly dislikes the resistance when inserting the delivery system into the esheath+. Therefore, a 16f esp was used instead of a 14f esp. It was questioned why this event occurred despite using a size that should normally provide enough space. The device will be returned for evaluation. No photos are available.

Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h3 and conclusions in section h11 were updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for resistance and distal tip tear were confirmed based on evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.